Manufacturer narrative:
Upon receipt, the lead under complaint was found cut. Only a distal fragment of approx. 14 cm length could be identified, as it was delivered with fragments of another lead. The proximal fragment, including the is-1 connector pin, was not returned.the returned lead fragment was visually and electrically analyzed. The visual inspection demonstrated several abrasion marks. Approx. 5 cm proximal to the lead tip, the inspection revealed a rubbed through insulation.based on the characteristics, as well as the location of these damages, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of an interaction with another implantable device, such as a nearby lead. Diagnostic images clarifying this assumption were not available for analysis.due to the damages, the mechanical and electrical analysis of the lead was not properly feasible.the manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process.in conclusion, the analysis did not reveal any sign of a material or manufacturing problem.biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted due to a lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.